Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the high voltage cable and the x-ray tube and the high voltage tank as well as performed a generator calibration. The system was tested and found to be working as intended and put back in service.